Event description:
It was reported the patient never had therapeutic effect. Patient had been reprogrammed but still had symptoms. Patient never felt stimulation. It was also reported the patient had pain at the tailbone. Pain seemed to be less when the implantable neurostimulator (ins) was off. Impedances appear to "have a problem". It was later reported by the health care professional that the patient had had several programming sessions and never felt stimulation. The patient still had not responded and they still had pain on their tailbone. Patient had not felt a "flutter" even with the stimulation turned up to a high setting. Pelvic and abdominal x-ray was done. Leads and electrodes appeared to be in place. When programming was done the health care professional had to reposition the programmer because it would lose signal. Patient was not responding to normal programming. The patient did not require hospitalization. Follow up reported the patient did have a revision and the results were mixed. Patient had been in for re-programming. It was also noted the patient may have had too high of expectations and did not want to have to wear pads at all. The health care provider reported that the patient did have marked improvement and they were trying to provide help, but they could not cure her. The patient had been seen for reprogramming and at the time was getting good results, just not as good as they would like. No further information was reported.

Manufacturer narrative:
Product ID 3889-28, lot# va013qa, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).